Manufacturer narrative:
It was found by the technician that the reported problem could not be verified as we are unable to mimic the clinical setting. (B)(4).

Event description:
Due to material shortage, a metal coil was substituted for a plastic cooling coil in ten packs. The substitution resulted in a tubing segment too short for pump raceway and renders that component in the customer pack unusable.